Event description:
It was reported that; during medical procedure for repositioning the surgeon identify that 2 of the poliaxial screws remain bloqued, what means problems to remove and non conformity from the surgeon.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the failure mode of the device suggests that the screws had been over tightened during final tightening. These devices are one time use and should not be constantly final tightened, loosened and re-tightened, as this can cause deformation to the device. Conclusion: the most likely cause of the reported event is over-tightening of the device during final tightening.

Event description:
It was reported that; during medical procedure for repositioning the surgeon identified that 2 of the poliaxial screws remain bloqued, which created problems to remove and non conformity from the surgeon.